Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 77 devices were functionally/visually inspected in the field. These devices were repaired and returned to use. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was not made available for inspection by the end user. 2 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 81 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
The final 2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 81 malfunction events, where it was reported it was difficult to load/unload the cot in the ambulance.  There was no patient involvement.